Event description:
"Received a call from a dr at endoscopy center. This is an account that is part of the mn gastro group. The dr informed me that a pt, on which he was performing random biopsies in the colon, experienced a bowel perforation and ultimately ended up on the or. The dr was using the part #000821 biopsy forcep. The dr stated that he felt the forcep was taking too much tissue when taking the biopsies. There wasn't any indication that the product was damaged or broken in any way." In 2009 - conmed territory sales rep, explained that the device was not broken and did not malfunction. The dr was inexperienced with the device (large forceps).

Manufacturer narrative:
The investigation is on-going. Once the investigation has been completed, a supplemental report will be filed.